Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) during dwell 3 of 4 on the homechoice. The home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. There were no defects noted with the supplies. The cause of the alarm was undetermined. The technical service representative (tsr) had the hp close the clamps and disconnect. Tsr had the hp cycle the power. Tsr recommended that the hp contact the registered nurse. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 that occurred during dwell 3 of 4 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).